Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon. Also it was found that the image was not displayed due to a contact failure which contact part corrosion occurred in the video connector socket of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that at the unspecified timing, the image of the subject device was not sometimes displayed. The user also reported that there was a contact malfunction for the video connector socket of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] from the following facts obtained in the investigation, it was presumed that the reported phenomenon was caused by the corrosion of the video connector socket contact part. But the cause of the corrosion of the video connector socket contact part could not be identified. <facts obtained by investigation> -olympus service operation repair center (sorc) confirmed that the image did not appear and found that it was due to corrosion of the video connector socket contact. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.